Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that four months after the dental implant was placed, in ada site #4 of the patient¿s mouth, non-osseointegration was observed. Primary stability was achieved. Patient presented infection. The clinician reports the reason for the implant failure to be poor oral hygiene and tissue break down. The device will be forwarded to the manufacturer for investigation. Patient reported swelling at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that four months after the dental implant was placed, in ada site #4 of the patient¿s mouth, non-osseointegration was observed. Primary stability was achieved.